Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p317 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p317 shows no trends. Trends were reviewed for complaint categories, alarm #17: return pressure and clot observed. No trends were detected for these complaint categories. No product was returned for evaluation. Section 2-9 of the cellex operators manual (1470493 rev 6) for use with software 5.4 on anticoagulant states "caution: individual patients may require a heparin dosage that varies from the recommended dose to prevent post-treatment bleeding or clotting during a treatment. The physician should review the patient's medical condition, medications and platelet count at the time of treatment and use clinical judgement to establish the optimal heparin dosage for each patient." The root cause of the alarm #17: return pressure alarm and the clots in the kit could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4), 11 feb 2026.

Event description:
The customer contacted therakos to report blood clotting in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #17: return pressure alarm occurred, and they observed blood clots in the return line after 822 mls of whole blood was processed. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. No product was returned for evaluation.